Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocation') and device breakage ('essure fragmentation') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017, the patient experienced menorrhagia ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the device dislocation and device breakage outcome was unknown and the abdominal pain lower, headache, menorrhagia, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, polymenorrhoea, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of to perforate the internal organs; device fragmented.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocation') and device breakage ('essure fragmentation') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017, the patient experienced menorrhagia ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the device dislocation and device breakage outcome was unknown and the abdominal pain lower, headache, menorrhagia, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, polymenorrhoea, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of to perforate the internal organs; device fragmented.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of device dislocation ('essure dislocation') and device breakage ('essure fragmentation'). In a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 2. On (B)(6) 2013, the patient had essure inserted. On 2013, the patient experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). On 2017, the patient experienced heavy menstrual bleeding ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the device dislocation and device breakage outcome was unknown. And the abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, polymenorrhoea, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on an unknown date, essure dislocated in the eminence of to perforate the internal organs. Device fragmented. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, no new clinical information received, update to imdrf/FDA codes only. Reporter's information was updated. And new reporters (lawyer) were added. Insertion date of essure was updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure dislocation") and device breakage ("essure fragmentation") in a 39 year-old female patient who had essure inserted (lot no. 20224431) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of breast cancer (paternal aunts), bowel cancer (mother), spontaneous abortion (1), chagas' disease, caesarean section (2), multigravida and parity 2 (one - daughter 13 years old - cerebral palsy? Son 9 years old with hand problem and cognitive deficit). Iud (intrauterine device)-no uterine malformation- no were tubal ostia visualised- no difficulty in fitting-no any complications-no. Concomitant products included ponstan (mefenamic acid) and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017 she experienced heavy menstrual bleeding ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). . On unknown date she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain ("because in addition to the pain under the belly"), diarrhoea ("she has also started to have sporadic intermittent diarrhoea"), mental disorder ("caused intense psychological suffering"), pelvic pain ("pelvic pain"), nausea ("nausea"), abdominal pain upper ("pain in right and left hypochondrium"), proctalgia ("pain in perianal region."), swelling ("swelling increased"), genital haemorrhage ("bleeding") and covid-19 ("patient claims covid-19 infection approximately 3 months ago"). The patient was treated with antiinflammatory agents as well as surgery (total abdominal hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2021 at the time of the report, the abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The outcomes for device dislocation, device breakage, abdominal pain, diarrhoea, mental disorder, pelvic pain, nausea, abdominal pain upper, proctalgia, swelling, genital haemorrhage and covid-19 were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, covid-19, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, nausea, pelvic pain, polymenorrhoea, proctalgia, swelling, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2013 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): cervical canal:easy, uterus: avf (anteversoflexion) , [physical examination] on (B)(6) 2020: good general condition, cyanotic, anicteric, eupnoeic, atypical faces, lucid, orientated in time and space hr (heart rate): 79 bpm (beats per minute), bp (blood pressure) 120/ 79mmhg, sao2 98% abd (abdomen): flaccid, flat, symmetrical, painless on superficial palpation, slightly painful on deep palpation, absence of palpable masses, visceromegaly. Lower limbs: no oedema, calves free, perfusion preserved [x-ray] on (B)(6) 2024: well positioned. Distance 4 cm.; (date unknown): essure dislocated, in the eminence of to perforate the internal organs; device fragmented. Lot number: 20224431 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure dislocation") and device breakage ("essure fragmentation") in a 39 year-old female patient who had essure inserted (lot no. 20224431) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast cancer (paternal aunts), bowel cancer (mother), spontaneous abortion (1), chagas' disease, caesarean section (2), multigravida and parity 2 (one - daughter 13 years old - cerebral palsy? Son 9 years old with hand problem and cognitive deficit). Iud (intrauterine device)-no uterine malformation- no were tubal ostia visualised- no difficulty in fitting-no any complications-no. Concomitant products included ponstan (mefenamic acid) and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017 she experienced heavy menstrual bleeding ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain ("because in addition to the pain under the belly"), diarrhoea ("she has also started to have sporadic intermittent diarrhoea"), mental disorder ("caused intense psychological suffering"), pelvic pain ("pelvic pain"), nausea ("nausea"), abdominal pain upper ("pain in right and left hypochondrium"), proctalgia ("pain in perianal region."), swelling ("swelling increased"), genital haemorrhage ("bleeding") and covid-19 ("patient claims covid-19 infection approximately 3 months ago"). The patient was treated with antiinflammatory agents as well as surgery (total abdominal hysterectomy & bilateral salpingectomy). At the time of the report, the abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The outcomes for device dislocation, device breakage, abdominal pain, diarrhoea, mental disorder, pelvic pain, nausea, abdominal pain upper, proctalgia, swelling, genital haemorrhage and covid-19 were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, covid-19, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, nausea, pelvic pain, polymenorrhoea, proctalgia, swelling, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): cervical canal:easy, uterus: avf (anteversoflexion) , [physical examination] on (B)(6) 2020: good general condition, cyanotic, anicteric, eupnoeic, atypical faces, lucid, orientated in time and space hr (heart rate): 79 bpm (beats per minute), bp (blood pressure) 120/ 79mmhg, sao2 98% abd (abdomen): flaccid, flat, symmetrical, painless on superficial palpation, slightly painful on deep palpation, absence of palpable masses, visceromegaly. Lower limbs: no oedema, calves free, perfusion preserved [x-ray] on (B)(6) 2024: well positioned. Distance 4 cm.; (date unknown): essure dislocated, in the eminence of to perforate the internal organs; device fragmented. The most recent follow-up information incorporated above includes data received on: 13-mar-2024: new events abdominal pain, diarrhea, nausea, mental disorder, pelvic pain, covid 19 , abdominal pain upper, proctalgia, swelling & genital bleeding were added. Lot number added. Essure removal details (surgery name & date ) updated. Lab data, medical history, patient notes & reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], essure dislocation [device dislocation], essure fragmentation [device breakage], perforation of internal organs, among others [perforation of organ] , lower abdomen pain [abdominal pain lower] , cephalea [cephalgia] , menstrual flow increased with clots [bleeding menstrual heavy] , menstrual frequency increased [frequent periods], pain during sexual intercourse [painful intercourse] , pain during menses [menses painful] , increase of vaginal secretion [vaginal discharge abnormality] , vaginal pruritus [vaginal itching] , bleeding [genital bleeding] . She has also started to have sporadic intermittent diarrhoea [diarrhoea], because in addition to the pain under the belly [belly ache], caused intense psychological suffering [psychological disorder] , nausea [nausea] , pain in right and left hypochondrium [hypochondrium pain right], pain in perianal region. [Perianal pain], swelling increased [swelling nos] , patient claims covid-19 infection approximately 3 months ago [covid-19], allergic reactions to nickel in its composition [nickel allergy] , gynecological complications [female reproductive tract disorder] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("essure dislocation"), device breakage ("essure fragmentation") and perforation ("perforation of internal organs, among others") in a 39-year-old female patient who had essure inserted (lot no. 20224431) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast cancer (paternal aunts), bowel cancer (mother), spontaneous abortion (1), chagas' disease, caesarean section (2), multigravida and parity 2 (one - daughter 13 years old - cerebral palsy? Son 9 years old with hand problem and cognitive deficit). Iud (intrauterine device)-no uterine malformation- no were tubal ostia visualised- no difficulty in fitting-no any complications-no. Concomitant products included ponstan (mefenamic acid) and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017 she experienced heavy menstrual bleeding ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("bleeding"), diarrhoea ("she has also started to have sporadic intermittent diarrhoea"), abdominal pain ("because in addition to the pain under the belly"), mental disorder ("caused intense psychological suffering"), nausea ("nausea"), abdominal pain upper ("pain in right and left hypochondrium"), proctalgia ("pain in perianal region."), swelling ("swelling increased"), covid-19 ("patient claims covid-19 infection approximately 3 months ago"), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications"). The patient was treated with antiinflammatory agents as well as surgery (total abdominal hysterectomy & bilateral salpingectomy). At the time of the report, the abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The outcomes for pelvic pain, device dislocation, device breakage, perforation, genital haemorrhage, diarrhoea, abdominal pain, mental disorder, nausea, abdominal pain upper, proctalgia, swelling, covid-19, allergy to metals and female reproductive tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, covid-19, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, nausea, pelvic pain, perforation, polymenorrhoea, proctalgia, swelling, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): cervical canal: easy, uterus: avf (anteversoflexion) , [physical examination] on (B)(6) 2020: good general condition, cyanotic, anicteric, eupnoeic, atypical. Faces, lucid, orientated in time and space hr (heart rate): 79 bpm (beats per minute), bp (blood pressure) 120/ 79mmhg, sao2 98%. Abd (abdomen): flaccid, flat, symmetrical, painless on superficial palpation, slightly painful on deep palpation, absence of palpable masses, visceromegaly. Lower limbs: no oedema, calves free, perfusion preserved [x-ray] on (B)(6) 2024: well, positioned. Distance 4 cm.; (date unknown): essure dislocated, in the eminence of to perforate the internal organs; device fragmented. Lot number: 20224431 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-dec-2024: medical record received. New events organ perforation gynecological complications & nickel allergy added. Annex e codes are updated for related events. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Essure dislocation [device dislocation] . Essure fragmentation [device breakage] . Perforation of internal organs, among others [perforation of organ] . Lower abdomen pain [abdominal pain lower] . Cephalea [cephalgia] . Menstrual flow increased with clots [bleeding menstrual heavy] . Menstrual frequency increased [frequent periods] . Pain during sexual intercourse [painful intercourse] . Pain during menses [menses painful] . Increase of vaginal secretion [vaginal discharge abnormality] . Vaginal pruritus [vaginal itching] . Bleeding [genital bleeding] . She has also started to have sporadic intermittent diarrhoea [diarrhoea] . Because in addition to the pain under the belly [belly ache] . Caused intense psychological suffering [psychological disorder] . Nausea [nausea] . Pain in right and left hypochondrium [hypochondrium pain right] . Pain in perianal region. [Perianal pain] . Swelling increased [swelling nos] . Patient claims covid-19 infection approximately 3 months ago [covid-19] . Allergic reactions to nickel in its composition [nickel allergy] . Gynecological complications [female reproductive tract disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("essure dislocation"), device breakage ("essure fragmentation") and perforation ("perforation of internal organs, among others") in a 39 year-old female patient who had essure inserted (lot no. 20224431) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast cancer (paternal aunts), bowel cancer (mother), spontaneous abortion (1), chagas' disease, caesarean section (2), multigravida and parity 2 (one - daughter 13 years old - cerebral palsy? Son 9 years old with hand problem and cognitive deficit). Iud (intrauterine device)-no. Uterine malformation- no. Were tubal ostia visualised- no. Difficulty in fitting-no. Any complications-no. Concomitant products included ponstan (mefenamic acid) and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain lower ("lower abdomen pain") and headache ("cephalea"). In 2017 she experienced heavy menstrual bleeding ("menstrual flow increased with clots"), polymenorrhoea ("menstrual frequency increased"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("pain during menses"), vaginal discharge ("increase of vaginal secretion") and vulvovaginal pruritus ("vaginal pruritus"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("bleeding"), diarrhoea ("she has also started to have sporadic intermittent diarrhoea"), abdominal pain ("because in addition to the pain under the belly"), mental disorder ("caused intense psychological suffering"), nausea ("nausea"), abdominal pain upper ("pain in right and left hypochondrium"), proctalgia ("pain in perianal region."), swelling ("swelling increased"), covid-19 ("patient claims covid-19 infection approximately 3 months ago"), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications"). The patient was treated with antiinflammatory agents as well as surgery (total abdominal hysterectomy & bilateral salpingectomy). At the time of the report, the abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dyspareunia, dysmenorrhoea, vaginal discharge and vulvovaginal pruritus had not resolved. The outcomes for pelvic pain, device dislocation, device breakage, perforation, genital haemorrhage, diarrhoea, abdominal pain, mental disorder, nausea, abdominal pain upper, proctalgia, swelling, covid-19, allergy to metals and female reproductive tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, covid-19, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, nausea, pelvic pain, perforation, polymenorrhoea, proctalgia, swelling, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): cervical canal:easy, uterus: avf (anteversoflexion) , [physical examination] on (B)(6) 2020: good general condition, cyanotic, anicteric, eupnoeic, atypical faces, lucid, orientated in time and space hr (heart rate): 79 bpm (beats per minute), bp (blood pressure) 120/ 79mmhg, sao2 98% abd (abdomen): flaccid, flat, symmetrical, painless on superficial palpation, slightly painful on deep palpation, absence of palpable masses, visceromegaly. Lower limbs: no oedema, calves free, perfusion preserved [x-ray] on (B)(6) 2024: well positioned. Distance 4 cm.; (date unknown): essure dislocated, in the eminence of to perforate the internal organs; device fragmented. Lot number: 20224431 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.